Event description:
Pt with testicular cancer presented with brain metastatic disease, status post craniotomy for hematoma evacuation in 12/03. An external ventricular drain was placed and three days later, pt presented with positive cerebral spinal fluid with positive gram for yeast, which was identified as cyrptococcus uniguttilatus. The pt was asymptomatic but was treated with fluconazole. The facility did not provide device number or lot number. A review of the customer's purchase records was conducted and revealed the customer purchased convenience kit which contains the external ventricular drain.